Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on during patient care. In this state the device would not be able to perform automated chest compressions, if needed. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker performed a clinical review and it was determined that the device use did not contribute to the patient outcome. The customer confirmed that the device use did not contribute to patient outcome. Stryker evaluated the customer's device and verified the reported issue. After replacing the hood assembly and control board, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Stryker product assessment center (pac) further evaluated the removed parts and determined that the cause of the reported issue was due to damage on the hood, connectors and pins. The components were archived at stryker.

Event description:
A customer contacted stryker to report that their device would not power on during patient care. In this state the device would not be able to perform automated chest compressions, if needed. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. The patient associated with the reported event did not survive.